Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The manufacturer¿s international service technician confirmed the issues. The manufacturer¿s international service technician replaced the power switch overlay and the flow sensor assembly . The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A gas delivery system (gds) assembly was return for analysis. An investigation was performed, due to the damage to the flow sensor, the accuracy of the oxygen flow sensor could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician discovered that the device failed the oxygen flow accuracy test (pvt test 6) and the power switch light emitting diode (led) would not light up. There was no patient involvement.